Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. A phacoemulsification handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction procedure the phacoemulsification (phaco) handpiece (hp) presented with an occlusion. The console obstruction indicator beep was heard by the surgeon and the obstruction was able to be flushed from the handpiece. The patient experienced corneal burn in the left eye which required sutures. The patient is currently doing well.